Event description:
It was reported the pt's ipg had run down entirely until the stimulation was off. Afterward, the pt charged his ipg. It was reported he could communicate with the programmer, but could not receive stimulation. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.